Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed the reported telemetry problem and rate decrease, and determined it was due to battery depletion. The depleted battery was caused by a high current drain condition localized to a regulator/pacing integrated circuit (ic). However, during further testing, the ic became non-functional and the originally observed failure was no longer present. High powered visual analysis of the ic revealed a micro-crack on its surface. It could not be determined if this crack was pre-existing or if it contributed to the high current drain condition. Because the ic was damaged during analysis, the root cause could not be determined.